Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference number (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Error code 13-1033-149. Software fault error. Customer (B)(6) called in for help on 8100 unit, has error code 13-1033-149, which is a software fault error will need to reflash the software. Check customer asm she did not have their profile setup on asm so explain what need to be done, they need to locate the poc cd. Once she does that she will call us back if she can't locate call us back and we can send her a replace cd.